Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged accuracy issue began in (B)(6) 2018 (exact date and time not provided) when he obtained blood glucose readings of ¿274 and 161mg/dl¿ using the subject device within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lifescan¿s criteria for precision. The patient stated that he manages his diabetes using invokana, tresiba and humalog, and denied making any changes to his usual routine in response to the alleged issue. He stated that he measured his blood sugar at the time using another device (brand not provided) with a result of 154mg/dl. The patient claimed experiencing symptoms of "dizziness, blurry vision and shaky hands" just prior to the reported issue and self-treated by consuming orange juice. At the time of troubleshooting, the csr determined that the meter was set to the correct unit of measure, the patient¿s testing technique was correct, the same approved sample site was being used, and the test strips were stored correctly and within expiry. The csr noted that the patient did not have control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior to them obtaining the alleged inaccurate results, the alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.